Manufacturer narrative:
H3 other text : device not returned to the manufacturer for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in airpath. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on may 08, 2025, and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient has alleged to seeing the particles in airpath. There was no report of patient harm or injury. Section h6 updated in this report. The technician confirmed no particles in the air path during the device evaluation. During the evaluation, there was no visible foam degradation. There was zero error code found. The device was scrapped. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.